Event description:
It was reported that dr. (B)(6) reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. Dr. (B)(6) removed the liner because he wanted to go from 10 degree liner to an elevated liner for greater stability.

Manufacturer narrative:
An event description consistent with the harms associated with voluntary recall was reported. The event noted that the liner was revised "for greater stability." The event did not allege deficiency or failure of the subject acetabular liner at the time of revision. The modular neck-stem system which was replaced during the revision is the subject of voluntary recall. Included in the harms associated with this issue are localized tissue damage and destruction, which could cause joint instability. Based on this information, it is believed the liner was replaced as a precautionary measure while it was easily accessible.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that dr. (B)(6) reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, (B)(6) scan. Dr. (B)(6) removed the liner because he wanted to go from 10 degree liner to an elevated liner for greater stability.